Event description:
It was reported that when the device was interrogated prior to implant, the device displayed low voltage. The device was not used and another device was implanted. No patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.